Event description:
It was reported that balloon rupture occurred. A 10mmx3.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon was already ruptured prior to inflation. The device was removed without any problem and the procedure was completed with another of the same device. No patient complications reported.